Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results the DHR was reviewed for hahn tapered implant lot# 6075874 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results a review of stock product was performed for hahn tapered implant lot# 6075874 and found no additional product in stock. Investigation methods/results customer did not return the reported device for review to date. However, the non-visual device investigation has been completed. Root cause the root cause was determined where per the reported information, the implant was explanted due to the implant being placed too close to the adjacent tooth. The manufacturer internal reference number is: comp (B)(4).

Manufacturer narrative:
CAPA ca-00016. The manufacturer's internal reference number is (B)(4). This submission is linked to mw-3011649314-2024-00213 and mw-3011649314-2024-00214.

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is type 3. On (B)(6) 2023, the patient presented for a primary procedure on tooth # 12. The patient returned on (B)(6) 2023 and the device was explanted. This implant was removed due to the position of the implant being too close to the adjacent tooth #11.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. Should the device be returned, an investigation will be completed, and a supplemental report will be submitted at the conclusion of the investigation. The manufacturer internal reference number is: (B)(4).